Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain. Per the initial report, home patient (hp) had a check patient line alarm. Through trouble shooting with the technical service representative (tsr) the caregiver (cg) noticed air in the patient line. The tsr advised the cg to call the peritoneal dialysis nurse and end therapy for the night. Global product surveillance contacted the peritoneal dialysis nurse (rn) on (B)(6) 2011. The rn stated that she had not heard from the cg concerning the reported alarm. The rn stated that the hp was doing good. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a check patient line alarm. Complaint is not confirmed. Sample is unavailable, lot number was not provided for batch review and user did not describe any types of use errors or other issues that might have caused the alarm. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.